Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient had a stoma site infection which was causing nausea. Unknown oral antibiotics were prescribed for 1 week. On (B)(6) 2021 it was reported the patient was still having nausea, heartburn, headaches, bowels not regular, and reports some abdominal pain at times. Patient states that stoma doesn't feel improved post antibiotic. Patient reports cleaning stoma site regularly, reports peg-j tube mobilizing and duodopa infusing. Patient was advised she needs to see physician for review of stoma site again, or to seek medical review/ attend ER for review.